Event description:
The pt was injected in both the right and left nasolabial folds and the marionette lines. The pt allegedly developed a large abscess on the left marionette line. The abscess was drained and cultured. The pt was treated with antibiotics.

Manufacturer narrative:
No lot number was provided at time of report.